Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) about an implantable neurostimulator (ins). Pt states his doctor had implanted the ins was placed on top of spine so every time he charges, the ins presses on l5 and sacrum and hurts badly. Pt states the ins was implanted in the wrong spot and they haven't even moved the ins. Pt states he has to lay on this right in order to get a connection so has to mash against the ins and the nerves in that location causing pain.

Event description:
The patient returned on surgical follow up to the neurosurgeon responsible for implant of their system on (B)(6) 2021. They informed the doctor of the severe pain recharging of the device caused due to improper placement of the neurostimulator. The patient showed the doctor the position of the neurostimulator near the center line of their lower back. The patient informed him that the device "teeter-tottered" on some hard tissues and felt as if the device was pressing against nerves coming from the spine. The patient stated they had not experienced the problem of nerve pain from recharging previous devices. The doctor contested stated the device was properly implanted. The device swiveled back and forth as if resting on bone. When the device swiveled to either maximum angle, the patient experienced great pain that felt like a nerve being pinched. The patient settled the recharger on the device at the maximum angle that hurt the least and recharged the device. Recharging took almost two hours to complete. About 12 hours after the first re charge, the patient discovered that the device had cycled from fully charged to the point where stimulation ceases due to being discharged to that point. For the next few days the patient was forced to recharge the new ins system about every 11.5 hours. Each time it took the patient more than an hour and often at least two hours to recharge. Rather than reduce the amplitude, the tech reprogram the stimulator to alternate between running and no stimulation. Such stimulation reduced pain control every bit as much as reducing the amplitude. The patient was receiving less stimulation per unit time. After reprogramming, the patient was able to get approximately 19.5 hours of battery life between full dissipation events. The pain relief had gone down significantly. The patient's primary doctor examined them and found the stimulator at midpoint very near the spine and accepted their account that the device swiveled atop hard tissues. The doctor ordered a CT of the lower spine. When the results came back, the patient was informed that the battery pack overlay the sacrum. The doctor stated they had no procedures to offer the patient at that time. The matter has never been resolved and the stimulator remains where it was implanted overlying their sacrum and the nerves that protrude from said bone. Every time the patient recharge, the patient suffered nerve compression while doing so. If they did do not apply adequate pressure to the recharging disc contained in the belt directly over the stimulator implant site, no connection is made or maintained. When sufficient pressure to make and maintain contact is applied, it crushes the nerves between the device itself and the patient sacrum beneath it. The patient is required to maintain such pressure throughout each daily recharging session, which take approximately an hour and often more to complete. Such daily compression of the nerves that protrude from the patient's sacrum adds to the peripheral neuropathy throughout their thoracic spine. The patient now must recharge my stimulator once daily or about 24 hours. It still requires approximately the same time it did to recharge when it was newer. Clear surgical scars exist delineating the placement of all other neurostimulators in their right buttock.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.